Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a faded display screen. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the down button had intermittent response and the up button was unresponsive to presses. The keypad was removed and contamination was observed under all of the button contacts. Also unrelated, the bolus button was found to be unresponsive; the bolus button was removed and a cold solder connection was found on the bolus button pin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.